Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device could not be interrogated. Two different programmers were tried without success. The programmers could successfully interrogate other devices, but no this one. An attempt to do a magnet reset was successful but the device still could not be interrogated. The doctor may replace the device. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This report is being filed to correct field a1: patient identifier. Patient identifier is u.k.

Event description:
It was reported that this device could not be interrogated. Two different programmers were tried without success. The programmers could successfully interrogate other devices, but no this one. An attempt to do a magnet reset was successful but the device still could not be interrogated. The doctor may replace the device. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. The device had no difficulties with telemetry while using a model 3300 programmer. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device could not be interrogated. Two different programmers were tried without success. The programmers could successfully interrogate other devices, but no this one. An attempt to do a magnet reset was successful but the device still could not be interrogated. The doctor may replace the device. There were no adverse patient effects. The device remains implanted.

Event description:
It was reported that this device could not be interrogated. Two different programmers were tried without success. The programmers could successfully interrogate other devices, but no this one. An attempt to do a magnet reset was successful but the device still could not be interrogated. The doctor may replace the device. There were no adverse patient effects. The device remains implanted.